Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that the oral antibiotics were only treated as prophylactically and that the c-reactive protein (crp)/inflammatory/infection markers were normal. It was noted that the patient's weight at the time of the event was "normal body mass index (bmi) healthy teenager." The allergy test was due in july. They requested the patient's mother to test freeze spray on a different part of the patient's body to ascertain if a skin reaction occurs and they were using this over the pump port for pain relief. The next refill was scheduled for (B)(6) 2018. At the time of the report the skin was healed and normal. It was indicated that the information provided had been confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2 mg/ml at 430 mcg/day via an implantable pump for cerebral palsy. The title of the report was "itb patient with skin allergic reaction?" It was reported that a reaction was first noted two days post a refill on (B)(6) 2018 and again two days post a refill on (B)(6) 2018. The skin over the pump refill port area was red and there was itchiness. A blood test was done for inflammatory markers and all was "ok" with normal infection markers. The patient was seen by a dermatologist and they were planning to do allergy testing but the test had not been conducted as of 2018-apr-16. It was unknown if there were any other likely causes or contributing factors that led to the symptoms and the current pump elective replacement indicator (eri) was 30 months (initially reported as 20 months) but the "revision date" (presumed to mean implant date) was unknown. The patient was put on oral antibiotics and antihistamines. No further actions/interventions (including surgical intervention) had been taken to resolve the patient's symptoms. It was noted that the patient's skin was healing but was still not as prior to the incident. No further complications were reported or anticipated.